Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving dilaudid with a dose of .80000 mg/day via implantable pump. It was reported that the patient's spouse called in (B)(4) stating that they had to move due to family issues and the patient's pump would go empty between (B)(6) 2020 and (B)(6) 2020 because they can't get medication from the pharmacy in time for the refill (it was not alarming at the time). Additional information was received (B)(4) where the pump started sounding with the non-critical alarm on saturday (B)(6) 2020, and they didn't hear the tone again until sunday. They were redirected to follow up with their healthcare provider (hcp).